Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a significant stenosis of the mid lad. One hour after implantation of the stent, patient experienced chest pain. Re-angio done, showed total occlusion of the lad at the end of the orsiro mission stent. Ptca with implantation of a new stent distally to the occluded stent was performed with primary good result.

Manufacturer narrative:
Combined product: yes. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and physician's report provided were reviewed. The angiographic material of the first procedure shows the pre-dilation and successful implantation of the affected orsiro mission. The stent is post-dilated in the proximal and midsection. Post-dilation of the distal stent segment was not recorded. During imaging of the final result, a haziness is visible in the distal third of the stent. The angiographic material of the second procedure then shows the reported occlusion in the distal third of the stent. The occlusion is successfully treated by implantation of an additional stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be identified. A number of clinical factors, such as the patient's anatomy or suboptimal post-dilation in the distal stent segment, may have contributed to the reported event. No information about dapt therapy could be obtained.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a significant stenosis of the mid lad. One hour after implantation of the stent, patient experienced chest pain. Re-angio done, showed total occlusion of the lad at the end of the orsiro mission stent. Ptca with implantation of a new stent distally to the occluded stent was performed with primary good result.

Manufacturer narrative:
Combined product: yes.